Event description:
Patient ID (B)(6) presented to the office on (B)(6) 2019 and noted that the axor loosens approximately every 60 to 90 minutes. He needs to tighten it up at those intervals. His axor fell off approximately 1.5 months ago, but the patient did not fall.

Event description:
Patient ID (B)(6) presented to the office on (B)(6) 2019 and noted that the axor loosens approximately every 60 to 90 minutes. He needs to tighten it up at those intervals. His axor fell off approximately 1.5 months ago, but the patient did not fall.